Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that during implant the mini apical cuff was used and while anchoring the heartmate 3 pump to the ring, a double click was heard and no yellow bars in the purple metal part showed. There was bleeding between the pump and the cuff. The pump was taken off the cuff and the apical cuff holder was used to test hemostasia in the ring. Any point of blood was observed during the test so the mini apical cuff was well attached. When the pump was anchored to the cuff it started to bleed again. The pump was started to see if any air was entering between the pump and the cuff. There was no air entering. Everything was disconnected and the pump was relocated. It was then noticed that while pressing the pump to the cuff there was no bleeding but when the pump was free in the chest the bleeding restarted. The pump was taken off the cuff again and tried with the apical cuff from the heartmate 3 kit. When the apical cuff was anchored it was discovered that the cuff could move without restriction, so it was concluded that the problem was anchoring the pump to the cuff and backup heartmate 3 kit was opened. No bleeding occurred on the new pump. Reference regulatory report MFR # 2916596-2024-01653.

Manufacturer narrative:
Section d4: catalog number corrected section d5: operator of device corrected manufacturer¿s investigation conclusion: the specific cause of the reported bleeding and ease of pump rotation could not be confirmed through this evaluation. The issue reportedly resolved when the backup pump was implanted. The mini apical cuff remains in use. (B)(6) was evaluated under MFR # 2916596-2024-01653 and addresses the reported blood leak from the pump-cuff connection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 mini apical cuff kit instructions for use (IFU), rev. E, is currently available. The section entitled ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. The heartmate 3 left ventricular assist system (lvas) IFU rev. G, is currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.